Event description:
It was reported that the 9800 system c-arm does not move up or down. A second system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Identified the need to replaced the power supply. Power supply ordered. Once replaced it is believed that the reported issue will be addressed. If any add'l info is received that should indicate otherwise it will be reported as required.